Manufacturer narrative:
Bent and loose power prong on power cord.

Event description:
It was reported by svc report that the bed was only getting intermittent power. No pt involvement or adverse consequences are reported.